Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was over 400 mg/dl at the time of incident and the current blood glucose level was 182 mg/dl. Customer stated they were trying to give insulin through the fill cannula setting. The customer was treated with insulin pump. Customer went over the auto mode feature vs manual mode feature. Customer declined to troubleshooting for the high blood glucose value. Customer stated that infusion set insertion site had blood. The insulin pump will not returned for analysis.